Event description:
Attempted insertion of poly midline dilator over wire to vein. The lip close to the tip of dilator made it difficult to go into the skin and vein causing pain to patient. The lip of the product was ragged and stiff. Halted placement of dilator and switched to different product.